Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a large meal, the user experienced hyperglycemia with a blood glucose of 337 mg/dl, confirmed that the ilet pump was operating and delivering insulin, and observed a decrease to 304 mg/dl during a troubleshooting call while being advised that the correction algorithm would continue to lower glucose. Symptoms included elevated blood glucose. Outcomes included no hospitalization or medical intervention beyond coaching, with glucose trending down during the interaction. Investigation included remote troubleshooting and verification of pump function. Investigation of this case revealed no device malfunction and that the event was consistent with postprandial hyperglycemia with ongoing automated correction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.